Event description:
Two registered nurses were changing the settings on a pca (pt controlled analgesia pump-hospira) in use on an inpatient. The setting was changed from "on demand" to "on demand and continuous." After the settings were correctly changed, the start button was pressed on the pump to initiate the continous infusion. The pump started alarming continuously. The pump was taken out of service and sent to bio-med. The replacement pump worked correctly.